Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the plastic around the insulin pump was broken. The customer was unable to change the battery. The customer was using a nickel to take off the battery cap and damaged the insulin pump. The customer's blood glucose was unknown. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip and minor scratches on the display window.